Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 16-nov-2017. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), depression suicidal ("depression") and suicide attempt ("suicide attempt") in a female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), erythema ("redness on right cheek"), fibromyalgia ("fibromyalgia (pain everywhere, in all four limbs)"), stress ("aggravation of stress and anxious state"), anxiety ("aggravation of stress and anxious state/ anxiety"), uterine leiomyoma ("left anterior-lateral subserosal myoma"), varicose veins pelvic ("pelvic varices"), loss of libido ("loss of libido"), dysmenorrhoea ("painful menstrual periods"), dizziness ("faintness/ frequent dizzy spells"), headache ("headaches"), feeling drunk ("feeling of drunkenness"), vaginal discharge ("white vaginal discharge"), fatigue ("major fatigue"), renal pain ("pain in kidneys, joints and muscles all over the body"), musculoskeletal pain ("pain in kidneys, joints and muscles all over the body"), paraesthesia ("tingling in hands"), visual impairment ("reduced vision"), dermatitis allergic ("allergic reactions with spots on chest"), nausea ("nausea") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (removal of inserts with bilateral salpingectomy and resection of right uterine cornua). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the erythema, loss of libido, dizziness, headache, feeling drunk, vaginal discharge, musculoskeletal pain, paraesthesia and dermatitis allergic had resolved. At the time of the report, the menorrhagia, depression suicidal, suicide attempt, fibromyalgia, stress, anxiety, uterine leiomyoma, varicose veins pelvic, dysmenorrhoea, fatigue, visual impairment, nausea and abdominal pain upper outcome was unknown and the renal pain had resolved. The reporter provided no causality assessment for abdominal pain upper, anxiety, depression suicidal, dermatitis allergic, dizziness, dysmenorrhoea, erythema, fatigue, feeling drunk, fibromyalgia, headache, loss of libido, menorrhagia, musculoskeletal pain, nausea, paraesthesia, renal pain, stress, suicide attempt, uterine leiomyoma, vaginal discharge, varicose veins pelvic and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16nov2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 544 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), depression suicidal ("depression") and suicide attempt ("suicide attempt") in a female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), erythema ("redness on right cheek"), fibromyalgia ("fibromyalgia (pain everywhere, in all four limbs)"), stress ("aggravation of stress and anxious state"), anxiety ("aggravation of stress and anxious state/ anxiety"), uterine leiomyoma ("left anterior-lateral subserosal myoma"), varicose veins pelvic ("pelvic varices"), loss of libido ("loss of libido"), dysmenorrhoea ("painful menstrual periods"), dizziness ("faintness/ frequent dizzy spells"), headache ("headaches"), feeling drunk ("feeling of drunkenness"), vaginal discharge ("white vaginal discharge"), fatigue ("major fatigue"), renal pain ("pain in kidneys, joints and muscles all over the body"), musculoskeletal pain ("pain in kidneys, joints and muscles all over the body"), paraesthesia ("tingling in hands"), visual impairment ("reduced vision"), dermatitis allergic ("allergic reactions with spots on chest"), nausea ("nausea") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (removal of inserts with bilateral salpingectomy and resection of right uterine cornua). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the erythema, loss of libido, dizziness, headache, feeling drunk, vaginal discharge, musculoskeletal pain, paraesthesia and dermatitis allergic had resolved. At the time of the report, the menorrhagia, depression suicidal, suicide attempt, fibromyalgia, stress, anxiety, uterine leiomyoma, varicose veins pelvic, dysmenorrhoea, fatigue, visual impairment, nausea and abdominal pain upper outcome was unknown and the renal pain had resolved. The reporter provided no causality assessment for abdominal pain upper, anxiety, depression suicidal, dermatitis allergic, dizziness, dysmenorrhoea, erythema, fatigue, feeling drunk, fibromyalgia, headache, loss of libido, menorrhagia, musculoskeletal pain, nausea, paraesthesia, renal pain, stress, suicide attempt, uterine leiomyoma, vaginal discharge, varicose veins pelvic and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 453 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.